Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 100mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p127 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p127 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The product monitoring data is within control limits. At the time of this report, the analysis of the returned photographs are still in process. A final report will be filed when the analysis is complete. (B)(4) 15-oct-2025.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The kit and was not returned. The provided photographs showed that the centrifuge bowl had dislodged from the bowl holder during treatment. A known cause of the centrifuge bowl dislodging out of the bowl holder is that the bowl was not properly locked into the bowl holder during installation by the end user. A material trace of the bowl assembly and its components used to build lot p127 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause of the bowl break was due to improper installation of the centrifuge bowl into the bowl holder. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 13-nov-2025.